Event description:
It was reported that the insulin pump alarmed button error. Blood glucose value was 332 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Device had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.